Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to lack of boney ingrowth in the tray. Surgeon thinks the failure could be related to the slope of the tibial cut.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient therefore an evaluation of the device cannot be performed. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to lack of boney ingrowth in the tray. Surgeon thinks the failure could be related to the slope of the tibial cut.

Manufacturer narrative:
Correction to h6(device code, conclusion code, and clinical signs code). The reported event could be confirmed based on assessment of available CT scans by medical expert the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Upon review of available CT scans medical expert opined that subsidence of the tibial component and cyst formation tibia, most likely due to poor bone quality. Signs of loosening of the tibial tray. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on investigation, the root cause was attributed most likely to a patient related issue. The event was caused due to poor bone quality of patient if the device is returned or if any additional information is provided, the investigation will be reassessed.